Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning components and ensuring proper cartridge installation. The customer successfully loaded the cartridge onto the pump and was able to resume insulin delivery.